Event description:
It was reported that during a stenting treatment procedure, the stent dislodged outside of the patient. The procedure treated the target lesion located in the calcified and severely tortuous mid left circumflex artery. A 3.0x12mm promus element stent was advanced, but when the physician tried to deploy the stent the physician noticed that there was no stent on the stent delivery system. The stent had dislodged inside the "y-connector". The stent never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device is combination product.device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).